Event description:
Customer reported unexpected negative results when testing sample with a known anti-k with capture-r ready-screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of instrument images: the echo generated negative results for all screen cells. Cell 1 is k positive. The remaining cells are k negative. Cell 1: echo result=negative well score=1 visual review of image: small degree of adherence/red cell button has a diffuse border. Positive control=4+ well score=100. Sample was re-tested on echo with crrs 3: cell 1=4+ well score= 95 visual review of image: strong adherence. Positive control=4+ well score=100. The reactivity of the k antigen was confirmed on retention crrs(3), lot r061 with anti-k. The reactivity of the k antigen was confirmed on returned crrs(3), lot r061 with anti-k. The submitted sample (reportedly anti-k), was tested with returned and retention crrs(3), lot r061on in-house echo. The sample exhibited positive reactivity (3+) with k+ red cells and no reactivity with the k- red cells in testing with both returned and retention products. The sample was tested with selected k- and k+ cells from retention panocell-20. Two sets of testing parameters were used. One set was tested at immediate spin (is) and rt and the second set was tested at 37c and at the indirect antiglobulin test (iat) phase. The sample exhibited weak to 1+ reactivity with 5/6 k- red cells at rt (these cells were e+). The sample exhibited 1+ positive reactivity with the k+ reagent red cells at rt and at iat. We were unable to reproduce the unexpected negative reactivity, the customer observed at their facility. The sample's anti-k appears to be partially igm in nature and an additional antibody specificity was observed at the rt phase during tube testing.